Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as ¿vision problem (unspecified) and contamination¿ (no further detail was provided). The peritonitis was manifested by abdominal pain and cloudy pd effluent and on the same day as onset, the patient was hospitalized for the event. On the same day, the patient started treatment for the peritonitis with cefazolin (1 gram per day, intraperitoneally [ip]) and zidimbiotic (1 gram per day, ip). Twenty days after onset, treatments with antibiotic therapies were withdrawn. The following day, the peritonitis was resolved, the patient was recovered and was discharged from the hospital. At the time of this report, dianeal therapies were ongoing. No additional information is available.